Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal, with a continuous glucose sensor reading as high as 388 mg/dl, and received education on pump and infusion set use as well as expected timing of glucose trends. Symptoms included hyperglycemia. Outcomes included no injuries, no hospitalization, no alerts or alarms, and a downward glucose trend during the call. Investigation included troubleshooting and education by phone. Investigation of this case revealed no device malfunction reported and no component issues identified, with hyperglycemia occurring postprandially and resolving as glucose trended down. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.